Event description:
Customer reports intermittent unexpected increases in act+ from approx 420 to > 1000. This event has occurred multiple times with the need to repeat the test in each case. No adverse event reported.

Manufacturer narrative:
(B)(4). MFR awaiting product return for further complaint eval.